Event description:
New information received stated that there were no electrical issues noted on the right ventricular lead. The patient was fine pre, during, and post procedure. There were no complications.

Event description:
New information received noted that the right ventricular lead exhibited high pacing threshold.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was abraded and externalized conductors were noted on fluoroscopy. The lead was capped and replaced on (B)(6) 2018. No further information was reported.